Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 16-oct-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue over the phone. Fse had customer clean large syringe lead screw to correct problem. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The g7 analyzer was functioning as intended and the errors cleared. No further action required by field service. The most probable cause of the reported event was due to a dirty large syringe lead screw.

Event description:
On (B)(6) 2015, a customer reported a 706 l (large) syringe error with their g7 analyzer. The customer reported that the analyzer won't run cups but will run tubes, then states both sensors are there. While running, it goes to cup 1 and samples but doesn't sample cup 2 then gives l syringe error. The analyzer samples tubes correctly. A technical support specialist (tss) asked the customer to put a tube on a rack and then two cups. Watch sampling, this time it sampled tube, sampled cup 1 and got result, but it didn't sample second cup. Customer is using tosoh cups. The customer has no other needle to try. Advised customer to take side off and look at syringes, swab the coils under the syringes - removed a lot of black residue. Customer is out of buffer so will need to switch to m lot before testing if this worked. Customer wants to switch to new lot and retry but couldn't even prime. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.